Manufacturer narrative:
The malfunctioning sample was returned and forwarded to vygon (B)(4) for eval and complaint investigation. This investigation is still ongoing, the results will be communicated to FDA via follow-up MDR upon completion.

Event description:
PICC line cracked at end (hub). Nurse was unsure how the hub cracked, but was fairly certain that the extension set that was attached was overly tightened causing the crack. There have not been an problems with use of the piccs since the malfunction is february.